Event description:
On (B)(6), customer reports the room failure was noted at start of days procedures. Customer does not have a back up room. Procedures were cancelled. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.